Event description:
N/a.

Manufacturer narrative:
The valve was visually inspected: some biological debris was noted inside the housing as well as a small cut/tear in the silicone housing at the distal connector end. The valve passed the tests for programming, occlusions, leaks, reflux and pressure. No root cause could be determined, as the technician was unable to confirm the problem reported by the customer at the time of the investigation the valve functions. The root cause for the small cut/tear in the silicone housing near the distal end of the valve could be due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low tear/cut resistance. This small cut/tear did not have an impact on the valve. The biological debris noted inside the valve did not have an impact on the functioning of the valve during the investigation. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the hakim valve was implanted on (B)(6) 2019 and was explanted on (B)(6) 2019 because it could not be reprogrammed. The event led to 30 minutes surgical delay.